Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "area missing of the protective casing of the bipolar electrode". The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.105¿ - 0.207¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the long bipolar grasper (part# 471400-10/ lot# n10210208 / sequence# 0114) associated with this event has been performed. Per this review of the logs, the instrument was last used on 22-mar-2022 on system serial# (B)(4) with 5 uses remaining. Based on this review, the instrument was confirmed to not have been used on the reported event date. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted rectopexy procedure, the long bipolar grasper instrument was missing the protective casing of the bipolar electrode. A replacement instrument was used to perform the procedure successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the when surgical tech noticed that the protective casing was damaged. It appears that the protective casing was missing, exposing the bipolar cautery cords. The instrument was removed from the field before the start of the case and replaced with another sterile instrument. The instrument was not used during the case.

Event description:
Refer to h10/h11 for follow-up information.